Event description:
During an atrial fibrillation (afib) procedure, it was reported there was a current leak in this catheter when in use. Issue was resolved after the catheter was replaced. Upon receive of the device, it was observed there was char on the catheter proximal end tip dome. Char measured more than 1mm. Due to the catheter condition this is now a MDR reportable event.

Manufacturer narrative:
(B)(4).